Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while performing a planned maintenance (pm), the ostium seeker was reported to be bent and returning a divot error between 2 to 2.6 in the application software of the navigation system. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.